Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
During surgery a polyaxial screw driver's tip broke and became lodged into a polyaxial screw. The doctor was able to back the screw out and use his spare instrument in his consigned set. There was no delay in surgery, and it was completed successfully with no harm to pt.